Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing irritation from 72r electrodes. The patient's skin was red, blistered, and swollen. The issue was only under the electrode pad. The patient changed and rotated the electrodes every day. The patient cleans with body wash and water. He does not have sensitive skin on his body, but he does have sensitive skin on his face. He denies any allergies, but he does have seasonal allergies. He did not use any topical creams, does not take blood pressure medication, and he has not seen a doctor. The patient will pause treatment and wait for his skin to clear. He mentioned that the rep discussed trying a bhs unit instead. Customer service will confirm with the rep and then get back to the patient to discuss how to proceed. The patient will be sent a bhs unit and sflx coilette and will return the orthopak devise. It was later reported that the doctor switched the patient from an orthopak to a bhs. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing irritation from 72r electrodes. The patient's skin was red, blistered, and swollen. The issue was only under the electrode pad. The patient changed and rotated the electrodes every day. The patient cleans with body wash and water. He does not have sensitive skin on his body, but he does have sensitive skin on his face. He denies any allergies, but he does have seasonal allergies. He did not use any topical creams, does not take blood pressure medication, and he has not seen a doctor. The patient will pause treatment and wait for his skin to clear. He mentioned that the rep discussed trying a bhs unit instead. Customer service will confirm with the rep and then get back to the patient to discuss how to proceed. The patient will be sent a bhs unit and sflx coilette and will return the orthopak devise. It was later reported that the doctor switched the patient from an orthopak to a bhs.